Manufacturer narrative:
Technician found that the head section would drift down very slow. Raised head section to 45 degrees on friday and on monday it was down all the way. Caused by stuck CPR valve. Replaced CPR valve to resolve this issue.

Event description:
Staff alleged that the head section of bed would not raise. No injury reported.